Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to unknown performance anomaly. This ra lead remains in service. No additional adverse patient effects were reported. Additional information indicates that the patient had an ablation for atrial fibrillation several months ago. Lead was found to be dislodged at an office check afterwards. The physician elected to reposition the lead instead of replacing.

Event description:
It was reported that this right atrial (ra) lead was surgically repositioned due to unknown performance anomaly. This ra lead remains in service. No additional adverse patient effects were reported.